Manufacturer narrative:
When the investigation has been completed, philips will inform the FDA.

Event description:
Philips received a complaint from the customer in which was stated that a patient received 6 gy of total dose in 54.4 minutes of fluoro time.

Manufacturer narrative:
Philips investigated this complaint and came to the following conclusion: the root cause of this issue is the complexity of the procedure with a long fluoroscopy time 54 min 20 sec, leading to an exposure dose over 6.238 gy. There was no report of any unintended radiation or system malfunction. Customer indicated that they did not notice the visual warning which is displayed on the system when a threshold of 2 gy is exceeded. Noticing this warning might have had an effect on the amount of x-ray that was used after reaching the threshold. According to the instructions for use (IFU allura xper fd series - system description and user interfaces 4522 203 17032). The total cumulative air kerma/(cumulative) dose area product (rate) cumulative air kerma [mgy]. Will be displayed as xxxxxx. Cumulative air kerma is shown in different colors before and after the threshold. Is exceeded (threshold is customizable, default: 2gy). When the total cumulative air kerma is below. The threshold the indication is black text on a grey background. When the threshold is exceeded, the indication is light text on a grey background. The system was working within specifications. The received 6 gy was caused by the combination of large object thickness which required a higher radiation dose and the difficult, life saving procedure.